Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that wireless telemetry between the programmer and the device was lost during the implant procedure, and then regained with the use of a radio frequency (rf) programmer head. While checking lead status after the leads were inserted into the device, there was noise on the electrograms (egms), and lead impedance levels were out-of-specification. Impedance measurements were unattainable with the use of an analyzer, as well. The cables were then changed out, and the programmer was turned off for ten seconds before being powered-on. Upon boot-up, the programmer was working fine and the measurements were consistent with the data measured prior to the loss of telemetry. The programmer will not be returned at this time. No patient complications have been reported as a result of this event.